Manufacturer narrative:
(B) (4).

Event description:
The pump was refilled and seemed to be quite straightforward. The pt experienced dizziness and vomiting 2.5 hours after refill. Pt returned to refill clinic, underwent routine observations, was cannulated and given IV naloxone with some improvement in her level of consciousness. Her pump pocket was aspirated and 2.4ml of bloody fluid was retrieved. She was transferred to the hospital for observation and discharged later in the evening. Her symptoms resolved approximately 4 hours post refill. It was assumed that the symptoms were caused by a small pocket fill. The pt also felt nauseous and unwell after her (B) (6) 2010 refill. It was unknown if the events were device related, technique related or unrelated to the refills. The medication being delivered via the pump was dilaudid, clonidine and xylocard.